Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose was 610 mg/dl. The patient experienced leg pain and treated using an insulin pump bolus. During troubleshooting, the infusion set cannula was found to be slightly bent. The device settings were programmed accurately and there were no notable malfunctions with the insulin pump. The insulin pump was not returned for analysis.